Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure, 6 months after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was good. Peri-implantitis was observed during the implant removal surgery. Bone augmentation material was not used in implant placement surgery. The patient will return in 4 months for an implant consult, and possible replacement.